Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, stents were implanted to repair the right femoral artery. It was reported there was some resistance felt while advancing the dcs, but it was unknown what caused the vascular injury. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.